Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that there was no damage seen to the pipeline.

Manufacturer narrative:
H3: analysis of the pipeline flex (model: ped-425-20 lot: b055260) and marksman micro catheter (model: fa-55150-1030 lot: 220485534) found that there were no damages or irregularities with the marksman micro catheter hub. Dried contrast was found within the hub. The catheter was found broken at ~129.4 cm from the proximal end. The distal segment was measured to be ~29.3 cm. The total length is therefore ~158.7 cm. The break edge appears to be jagged with the inner wire exposed. The inner diameter was measured to be 0.027¿ which is within specification and compatible for use with the pipeline flex. The marksman micro catheter body was found accordioned for the proximal ~12.3 cm of the distal segment. The catheter was found kinked between ~6.9 cm and ~3.2 cm from the distal end of the distal segment. No damages or irregularities were found with the distal tip or marker band. The distal delivery wire and braid were found within the distal segment. The braid and distal wire could not be pushed out using a mandrel and the catheter was cut to re move the device. The micro catheter was flushed with water and water exited from the distal end of the proximal segment. The catheter was then tested by running an in-house 0.0260¿ mandrel through microcatheter. The mandrel passed through the catheter hub and out the distal end of the proximal segment with no resistance encountered. The distal segment could not be used for resistance testing as it was destroyed. Based on the analysis findings, the customer report of ¿resistance/stuck during delivery¿, ¿catheter resistance¿ and ¿catheter separation/break¿ were all confirmed. The pipeline flex and the marksman catheter were found damaged. From the damages seen on the catheter body (accordioned/kinked/break), pipeline pusher hypotube (stretch), tip coil (broke), resheathing pad (damaged), dps sleeves, (separated) and braid (frayed/damaged); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex shield through the marksman catheter against resistance. Possible contributors towards the failure are patient vessel tortuosity or lack of continuous flush. There was no non-conformance to specifications identified that led to the reported issues. Customer reported device was prepared per IFU and vessel tortuosity as moderate. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex against resistance. H6: method code updated to b01. Result code updated to c070601 and c070603. Conclusion code updated to d1103. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that the marksman catheter was ruptured by the pipeline stent when the pipeline was advanced. It was noted that all devices were prepared according to the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Both devices were removed and replaced to continue the procedure and stent assisted coil embolization and completed successfully. The patient was being treated for an unruptured saccular aneurysm of the left internal carotid artery cavernous sinus segment. The aneurysm max diameter was 12mm and the neck diameter was 4mm. Vessel tortuosity was moderate. There was no harm or injury to the patient related to the event. Post-procedure angiography showed complete embolization with smooth artery flow.